Event description:
Customer reported that the pump battery was depleting too quickly, resulting in a pump shutdown. There was no adverse impact to the customer¿s blood glucose level, as it did not exceed 500 mg/dl. Customer was educated on managing insulin settings in case of shutdown and was assisted in reconnecting the mobile app. Further action awaited mobile upload.